Event description:
Customer reported that he went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 1250 mg/dl. Customer stated that he had multiple no delivery and motor error alarms. Customer also stated that he had stomach virus and could prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to performed the basic occlusion, occlusion and excessive no delivery test, due to prime fill anomaly. However unit passed rewind, displacement and bolus test. No motor error alarms occurred during test. Motor passed the motor test.